Manufacturer narrative:
Immucor technical support used a remote electronic connection method to access the test well results and images on the customer's instrument in question on (B)(6) 2015. An immucor field service engineer (fse) visited the customer site on (B)(6) 2015 to assess the instrument in question. The fse found that the residual volume and peri-pump test were slightly lower than expected, so the peri-pump tubing and in-line filter were replaced. The washer manifold was also cleaned. The sample probe was not dispensing straight, so the sample probe was replaced. The camera mirror was cleaned and camera adjustments were then performed. The waste tubing and probe rinse station were cleaned.

Event description:
On (B)(6) 2015, a customer reported an unexpected negative antibody screen when testing on a galileo echo.